Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had peritonitis. In an additional follow-up call, another pd nurse familiar with the patient confirmed the patient had peritonitis. The nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient went to the emergency room (ER) and was given a dose of vancomycin intra-peritoneal (ip). The nurse stated the patient was not admitted to the hospital and was sent home the same day. Subsequently, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse stated the pd culture generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (2 grams). The patient continues pd therapy with the same cycler and is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with devices or products in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had peritonitis. In an additional follow-up call, another pd nurse familiar with the patient confirmed the patient had peritonitis. The nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient went to the emergency room (ER) and was given a dose of vancomycin intra-peritoneal (ip). The nurse stated the patient was not admitted to the hospital and was sent home the same day. Subsequently, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse stated the pd culture generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (2 grams). The patient continues pd therapy with the same cycler and is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with devices or products in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.